Event description:
The customer reported that a critically ill patient being treated for covid 19 (no vaccine) was admitted to the intensive care unit (ICU) on (B)(6) 2022 with acute respiratory distress syndrome (ards) and a thrombus in the right ventricle of their lung (pulmonary embolism). The customer stated that the patient's condition worsened due to the patient's covid 19 disease progression while the patient was undergoing treatment in the ICU. The customer reported that the patient was receiving life-saving treatment with nitric oxide (no) delivered by the inomax dsir device at 40ppm due to the patient experiencing critical right-sided heart failure, pulmonary hypertension and severe oxygenation failure. The customer stated that on (B)(6) 2022, the patient was scheduled to undergo surgery to remove their lung embolism. The customer reported that the patient was transported to the operating room on a hamiltin ventilator on pcv+ mode, fio2= 60 and nitric oxide at 40ppm. The customer stated the patient's vital signs at the time were: spo2: 92-94%, fio2=60, heart rate: 91, blood pressure 116/64, mean arterial pressure (map): 79, and temperature: 36.9. The customer reported that the patient was sedated on midazolam and relaxed on nimbex with fentanyl analgesia. The customer stated that the patient needed both vasopressin and norepinephrine in order to keep their map as directed above 65-70 mmhg. The customer reported that the patient had a very marginal tidal volume below 200ml / min, and on the day of the incident the patient's tidal volume was between 130-180ml / min. The customer stated that the patient's pulse contour cardiac output monitoring and dialysis treatment were temporarily disconnected for transport. The customer reported that the fio2 on the hamilton respirator was increased from 65% to 80% at the start of the patient's transport to the operating room. The customer stated that shortly after arriving at the operating room, the inomax dsir device started to alarm. The customer stated that the inomax dsir device's display showed a red cross over the nitric oxide symbol and the device stopped delivering nitric oxide. The customer reported that the patient's nitric oxide dropped suddenly from 40ppm to 0ppm. The customer stated the inomax dsir device's display showed the monitored no2 at 1.0ppm and the inomax dsir device's screen was unresponsive to their touch. The customer reported that they then started the patient on manual ventilation with the inomax dsir device's inoblender to continue providing inhaled nitric oxide therapy. The customer stated that due to the time it took to understand the alarm and to figure out that the patient was no longer receiving any nitric oxide, the patient began to experience tachycardia, hypotension, oxygen desaturation, hypoxemia, cardiac arrhythmia (patient experienced ventricular ectopics in trigemeny), tachypnea, and shortness of breath. The customer reported that the patient's vital signs at the time of the incident were spo2: 63%, heart rate=94-120, blood pressure 96/52, map=68 and temperature: 36.9. The customer stated that they then increased the respirator's fio2 from 80% to 100% and this together with bagging the patient with nitric oxide from the inomax dsir device's inoblender increased the patient's spo2 from 63% to 76%. The customer reported that the patient's noradrenaline dose was also increased from 0.16 to 0.3 ug/kg/min. The customer stated that vasopressine 0.05 e/min, cisatrakurium 0.15 mg/kg/time, fentanyl 2.3-3.0 ug/kg/time, and midazolam 0.18mg/kg/time were also administered to the patient. The customer stated that they chose to replace the inomax dsir device's nitric oxide cylinders and to check everything, but no issues were identified regarding the cylinders or the nitric oxide gas delivery from these cylinders. In addition, the customer reported that they replaced all of the inomax dsir device's disposables, hoses, cables and injector module. The customer stated that they then used the inomax dsir device's on / off button to turn off the inomax dsir device and restart it. The customer stated that after the inomax dsir device performed its low calibration, the nitric oxide symbol on the inomax dsir device's screen started working properly again. The customer reported that the patient was then connected to the inomax dsir device again. The customer stated that the patient recovered after 30-60 minutes and was more stabilized but still acute and critically ill. The customer reported that the patient still needed stabilization and nitric oxide treatment. The customer stated that the patient's lung embolism surgery was performed, and the patient was transported back to the ICU with no being delivered by the inomax dsir device. The customer reported that they changed back to the original nitric oxide cylinders later that afternoon. The customer stated that the same device issue occurred again three hours later when the patient was back in the ICU. The customer reported that this time they knew what to do and were prepared to pre-oxygen and manually ventilate the patient. The customer stated that they immediately began to manually ventilate the patient using the inomax dsir device's inoblender, while they performed the same procedure of turning the device off and on then performing a new low calibration before connecting the patient back on the inomax dsir device. The customer reported that they did not change any parts on the inomax dsir device during this episode of troubleshooting. The customer stated that after these two incidents with the inomax dsir device, the alarm has not returned. The customer reported that exactly a week after these incidents, he performed a full monthly checkup of the inomax dsir device including performing all of the calibrations. The customer stated that all the test results were within specifications thus the patient was connected to the inomax dsir device again and no issues have occurred since this checkup. The customer reported that the patient was still connected to the inomax dsir device to receive nitric oxide treatment in addition to their respirator treatment. The customer stated that the patient was also receiving treatment with sedatives, analgesic, and pressors. The customer reported that a similar incident had previously occurred with another patient receiving nitric oxide treatment, but they did not know if the inomax dsir device had the same alarm. The customer stated that the reason they now wanted to contact the distributor regarding this issue was due to the issue occurring with a critical ill patient who was being treated for severe ards with a pulmonary embolism as a result of covid 19. The customer reported that they considered this incident to be life-threatening and severe as it required several medical interventions such as the need for additional pressor medications, increasing the respirator's fio2 from 80% to 100%, and manual bagging the patient with nitric oxide from the inomax dsir device's inoblender for a long period to restore the patient's vital signs. The inomax dsir device will be returned for investigation.

Manufacturer narrative:
The system was used for treatment. This case is being reported as a MDR as the incident was considered life-threatening by the customer and also due to the medical interventions of the additional pressor medications and increasing the respirator's fio2 from 80% to 100% that were provided to the patient. The distributor manages the service history records for this device. The device was returned to the distributor for investigation. The analysis of the returned device and its respective service log are still in progress. Trends were reviewed for complaint categories, delivery failure, low no - condition, touch screen not responding, oxygen desaturation, hypotension, dyspnea, tachycardia, tachypnea, hypoxemia, and cardiac arrhythmia. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned device is still in progress. A supplemental report will be filed when the analysis is complete. Adverse event terms: low oxygen saturation, low blood pressure/ hypotension, dyspnea, tachycardia, appropriate code not available: tachypnea, hypoxia, and arrhythmia. (B)(4). S.k. (B)(6) 2022.

Manufacturer narrative:
A review of the complaint device's service log confirmed the occurrence of a delivery failure alarm due to a calculated overdelivery condition. The device's drug delivery was calculated to be 51ppm relative to a set dose of 20ppm, indicating the alarm triggered as designed to prevent the potential risk of overdosing the patient. Prior to the delivery failure alarm, the device was operating on battery power, which is consistent with the customer's report of the patient and device being transported to the operating room (or). According to the service log, the device operated on battery power for 21 minutes and 40 seconds without issue. The device was switched back to ac power and a high no alarm occurred with a monitored nitric oxide (no) reading of 42ppm. At the time of the high no alarm, the calculated drug delivery was 67ppm relative to the set drug dose of 40ppm. The device operator lowered the drug dose to 30ppm 15 seconds after the high no alarm occurred, followed by a second reduction to 20ppm 1 minute and 37 seconds later. The delivery failure alarm due to a calculated overdelivery occurred 21 seconds after device operator lowered the drug dose to 20ppm, which is consistent with a proportional valve that was not delivering a synchronous and proportional amount of drug following a power change from battery to ac power. The condition of calculated overdelivery was not reproduceable during testing and the device's proportional valve and no flow sensor were replaced as a precaution. The root cause for the patient's oxygen desaturation, hypotension, dyspnea, tachycardia, tachypnea, hypoxemia, and cardiac arrhythmia was most likely due to the abrupt discontinuation of nitric oxide as a result of the delivery failure. The root cause for the delivery failure was most likely due to a proportional valve failure preceeding a battery to ac power change. (B)(4). (B)(6) 12-may-2022